Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, suspected left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native american female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses developed capsular contracture in both breasts after implantation (baker grade iii in left breast, baker grade IV in right breast). Additionally, it was reported that the patient¿s left breast prosthesis ruptured. Rupture of the patient¿s left breast prosthesis was diagnosed by a CT scan and by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 270cc gel breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the patient¿s left breast prosthesis was removed intact. This medwatch report is for the patient¿s right breast prosthesis.